Manufacturer narrative:
The complaint investigation was performed for observed falsely elevated architect stat troponin-I results which included a search for similar complaints, and the review of complaint text, trending data, labeling, device history records, retained testing, and historical performance of reagent lot 41195un20. Return testing was not completed as returns were not available. The historical performance of reagent lot 41195un20 was evaluated using worldwide data. Patient data was analyzed and compared to an established control limit. This evaluation indicated that all three levels of the patient medians are within the established limits. Accuracy testing was performed with reagent lot 41195un20 using an internal troponin-I panel which was tested with a retained kit of the likely cause reagent lot. Acceptance criteria were met, which indicates acceptable product performance. The tracking and trending review did not identify any trends related to the issue. Device history record review on lot 41195un20 did not show any potential non-conformances, or deviations related to the customer observation. Labeling was reviewed and sufficiently addresses the customer's issue. Based on the investigation, no systemic issue or deficiency of the architect stat troponin-I for lot number 41195un20 was identified.

Manufacturer narrative:
An evaluation is in process. A follow-up report will be submitted when the evaluation is complete.

Event description:
The customer reported a false positive architect stat troponin-I result for a patient. The following data was provided (normal range: 0.000 - 0.028 ng/ml): on (B)(6) 2020; sid: (B)(6)= initial = 0.060 ng/ml (ran on instrument #3 sn: (B)(4)). On(B)(6) 2020; sid: (B)(6) = original sample taken out of storage, and repeated on instrument #3 (sn(B)(4)) = 0.005 ng/ml, repeated on instrument #1 (sn(B)(4)) = 0.000 ng/ml. The customer support specialist made multiple attempts to get clarification for any unnecessary/change in medication/treatment of the patient from the customer. No further information was able to be obtained. There was no impact to patient management reported.